Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2007.according to the complainant, the patient experienced pain, erosion of her internal tissues, chronic discharge and bleeding, and dyspareunia.all other information, including the patient's current condition, is unknown and reportedly unavailable.